Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. As received, the charger would not power on and there was liquid contamination on the battery board. Upon investigation, the charger exhibited a flash memory failure at bga components on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem (B)(4) to report that the charger was resetting.